Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited noise. As the noise occurred simultaneously on the atrial and ventricular leads, friction between the leads was suspected to be the cause. The lead was replaced.